Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient touching or picking at the wound has been ruled out. However, the patient has a history of multiple vascular surgeries. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the receiver site being red is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was red. As of (B)(6) 2025, the patient was on their second course of antibiotics. Additional information is not available at this time.

Event description:
The patient reported their receiver site was red. As of (B)(6) 2025, the patient was on their second course of antibiotics. Additional information was received. An explant procedure was performed on (B)(6) 2025.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient touching or picking at the wound has been ruled out. However, the patient has a history of multiple vascular surgeries. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the receiver site being red is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.